Event description:
It was reported that the procedure was to treat a perforation of a de novo lesion in the left circumflex artery with heavy calcification and no tortuosity. The 3.5x16mm graftmaster covered stent was implanted which was the correct size implant used for the size of the perforation but did not seal the perforation. Another graftmaster was used to cover the perforation. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.